Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had pain after initial surgery. It was discovered via x-ray that the lcp curved condylar plate broke at the 2nd hole shaft. A revision was done to remove the plate on (B)(6) 2014. The revision was successfully completed. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product investigation reported the plate was returned fractured across the second hole from the head of the plate. There are minor scratches along the surface of the plate, and the screws were returned in good condition, with no signs of damage. The 4.5mm va-lcp curved condylar plate system is designed to buttress multi-fragmentary distal femur fractures, with the ability to lock screws divergent from the central axis of the plate hole. The technique guide was reviewed for proper use of these implants ((B)(4)). One lcp curved condylar plate ¿ left (part# 02.124.417, lot# 8647134, mfg oct2013 ) was returned with the complaint that ¿it was discovered via x-ray that the lcp curved condylar plate broke at the 2nd hole shaft.¿ this plate was returned in conjunction with a total of nine screws (214.836 (x2), 214.838, 214.846, 02.231.285, and 02.231.280(x4)).the drawings for this implant were reviewed (se_366691 rev g) and the design, material and finishing processes were found to be adequate for the intended use of this plate. The design of this device was found to be adequate for its intended use and did not contribute to this complaint condition. Given that there were not x-rays received, it cannot be determined the location of the screws returned with the plate, or if a lag screw was utilized in this procedure. As this plate was returned broken, it is most likely that the complaint resulted from excessive stresses exerted by the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.